Manufacturer narrative:
No lens sample is expected to be returned to the manufacturer for analysis, however a lot number has been provided. Manufacturing records to be reviewed. A follow-up report to be provided on completion of investigation.

Event description:
The patient sought emergency medical treatment on (B)(6) 2019 after experiencing redness, pain and tearing in the right (od) eye. The patient admitted for inpatient treatment based on the initial diagnosis of a contact lens related keratitis with meninges ulcer and corneal abrasion in the right eye with suspected acanthamoeba keratitis. The patient was prescribed vigamox, polyspectran, brolene, zyklolat, floxal, and ciprofloxacin. 17 october an amniotic membrane with contact lens was applied under local anesthesia. Cultures were taken and returned negative for acanthamoeba keratitis but findings as follows: contact lens: serratia marcescens in large bacterial count, klebsiella oxytoca in large bacterial count, pseudomonas aeruginosa in medium bacterial count, cornea swab: pseudomonas aeruginosa in low bacterial count. Solution: serratia marcescens in low bacterial count, achromobacter xylosoxidans in low bacterial count, burkholderia gladioli in low bacterial count. Based on the microbiology findings the patient's medication was adjusted to floxal, corneregel edo, and ciprofloxacin. The treating physician states there was clear improvement in the ocular findings and the patient was discharged on (B)(6) for outpatient therapy with his eye care provider (optik dohms, mittelstrabe 32, 58285 gevelsberg), it was suggested the patient undergo an additional week of treatment. The eye care provider states that the patients condition remains unresolved, the patient is still being treated for a corneal ulcer with corneal scaring and the patient anticipated to be left with a central corneal opacity and permanently reduced vision in the right eye.

Manufacturer narrative:
The relationship between the coopervision device and the adverse event is unconfirmed.